Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. However, it was reported that the angle of the proximal neck of the aorta was 60-70 degrees. There was a large hard plaque on the dorsal side of the vessel wall (aorta). There was normal introduction of sheaths, wire, and catheters. An archer wire was placed at the right access site and a straight catheter was placed on the left. The device was introduced. Angiogram with bv was taken in tilt position (20 degrees craniocaudal) due to angulation of proximal neck. Proximal markers were in line. It was reported that after a very controlled placement of the proximal suprarenal stent, when the physician deployed the stent graft completely, the graft moved into an angulated position. This was reported as being not optimal placement, but because of the long length of the proximal neck it was acceptable. In proceeding, the physician pushed the delivery system forward cap turing the spindle in the taper tip. While trying to retract into the fabric of the graft it was reported that one or two of the suprarenal stents moved. The physician introduced the system again rotating the device uneventfully. Via imaging, the physician observed the two top stents entangled with what seemed to be the taper tip stuck in between them. After making several attempts to remove the delivery system including use of an wire flexible part, reliant balloon from the proximal side, introduction of a sheath in place of the retracting spindle and trying to simulate the situation ex-vivo to understand what had occurred. After 1.5 hours the patient was converted to an open surgical repair. The following was reported in regards to the open surgical repair. When the aorta was in sight, it was clear that the angle of the proximal neck was very high 60-70 degrees. A clamp was placed suprarenal and proximal in both common iliac arteries. The aneurysm sack was opened and the delivery system was cut out with special scissors. The stent graft was opened by scissors to get a better view of the proximal part. Unfortunately, the physician couldn't get a good view of the two stent that were stuck together. The physician had to remove the system. Outside of the patient the stent graft looked normal. There was a large hard plaque active on the dorsal side of the vessel wall. A suprarenal clamp was placed for 6 minutes. After removing the system, the physician was able to place the clamp just below the renals. There was a tube prosthesis placed. No additional clinical sequelae were reported, and the patient is fine. Please note that this device, endurant aui stent graft is distributed outside the united states; however, it is similar to the united states distributed product, endurant iliac stent graft. A review of returned films at pre-implant showed a severely angulated neck; approx 70deg a-p. The proximal neck diameter is approx 20 - 23mm with some calcification; especially on the distal end. The distal aorta diameter is 16 -20mm and calcified. The iliacs are not tortuous, but are calcified. The aaa measures approx 7.5cm in diameter. Intra operative angiogram showed that 2 adjacent stents appear entangled some time after deployment; the timing of the entanglement is uncertain. It could not be ruled out if this occurred immediately post-deployment or after spindle recapture. The physician attempted to balloon the entangled stents, but was not successful. The suprarenal stents remained entangled at the end of the implant. Evaluation summary: the spindle tubing with the taper tip was returned detached 1cm distal to the stent stop most likely due to the explant of the stent graft. The spindle was not recaptured into the tube. The backend wheel was at the starting position on the screwgear. The slider was retraced nearly 7cm. The aui stent graft was returned fully deployed. The suprarenal stents were fully open and un-entangled. There was about 35 degree angulation on the stent graft between stents 6-7, likely as result of the explant procedure. There was a longitudinal cut across the bottom 5 stents, which was caused by scissors during the explant procedure. Given the condition of the returned stent graft and delivery system, it was not possible to determine the cause of the stents entanglement; however, vessel morphology might have been a factor.

Event description:
The explant was received and its evaluation has been completed. The device was explanted during surgical conversion, immediately following implant, due to delivery system removal difficulties. The patient was being treated for a 7.5 cm infrarenal aaa. An aui device was selected due to the patient's small distal aorta. During placement of the main device it was reported that upon releasing the suprarenal stents, due to the angulated neck, the device moved into a suboptimal angulated orientation. After deployment of the distal portion of the stent graft, the delivery system was pushed proximally to recapture the spindle into the tapered tip. However, during removal of the delivery system two of the suprarenal stents became entangled with the delivery system and could not be removed. After multiple attempts to try to free the caught delivery system, the decision was made to convert the patient. During open repair the delivery system was cut free, the stent graft and delivery system were removed, and the patient was successfully converted using a tube graft. No issues with the explanted stent graft were reported. A review of returned films pre-implant and during the implant was reviewed internally by a cross-functional team. Films prior to implant showed a severely angulated neck; approx 70º a-p. The proximal neck diameter was approx 20 - 23 mm with some calcification; especially on the distal end. The distal aorta diameter measured 16 - 20 mm and was calcified. The iliacs were not tortuous, but were calcified. Intraoperative angiography showed that two adjacent stents appear entangled some time after deployment; however the timing of the entanglement is uncertain. The physician attempted to balloon the entangled stents, but the suprarenal stents remained entangled. From the examination of the returned device the exact cause of the removal difficulties could not be determined. Other than two fabric cuts seen at the stent graft mid-length and distal end, likely occurring during the open repair, no other stent graft integrity issues were observed. The device was also confirmed to have met all endurant manufacturing specifications prior to shipment. It is likely that the highly angulated proximal neck led to placement of the stent graft in a sub-optimal orientation, which then contributed to the delivery system becoming caught within the entangled suprarenal stents during delivery system removal.

Manufacturer narrative:
Method: (film evaluation). Results: inherent risk of procedure (conversion to surgical repair), unapproved use of device (proximal neck was very high 60-70 degrees), patient's condition affected effectiveness of device (angulated proximal neck). Conclusions: user error contributed to event (proximal neck was very high 60-70 degrees), device failure/lack of effectiveness related to patient condition (angulated proximal neck).